Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The lead was returned without the entire tip section. The distal end of the returned segment showed insulation torn-apart and extremely stretched coils where all ends showed ductile fracture. This damage was consistent with induced damage during the explant procedure. The returned portion of the lead was determined to be electrically continuous. The clinical observations were not able to be confirmed.

Event description:
Boston scientific received information that this lead displayed high, out of range pace impedance measurements. The patient under went a lead revision where the lead was partially explanted. The explanted portion of the lead is to be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
The lead has not yet been received for analysis. Should additional information become available, this report will be updated.